Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting for the issue, and no additional information was received regarding the outcome of the event.